Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) the ECG cable would not plug into the ECG port. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11, a getinge field service engineer (fse) was dispatched to evaluate the unit he states customer stated during routine check it was found that the ECG cable would not plug into the ECG port. Onsite confirmed there was an issue with the port. A piece of metal was popping out not allowing ECG cable to plug in. Replaced the front end module and was able to plug in ECG cable with no issue. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.